Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 404 mg/dl. Customer stated that the insulin pump alarmed motor error and could not get out of the alarm. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. During the motor error troubleshooting, customer stated that the insulin pump drive support cap was normal and was able to complete the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test and prime test. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test or excessive no delivery test due to motor error alarm. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.